Event description:
Post bunionectomy with stabilizing pins procedure performed in 2006, the pt developed increasing pain at the incisional site. The dr debrided the site and observed that blackened tissue had developed at the lateral site of the foot where the tip of the catheter was placed. The pt was taken back to the operating room for further debridement.

Manufacturer narrative:
Eval summary: the device involved in this incident is not available for eval, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reporter. Furthermore, the lot number of the pump was unknown, and as a result, I-flow was unable to conduct a performance test for a particular lot. In a discussion with the physician he stated that he used a different pump than he normally used and the high flow rate (5ml/hr vs 1ml/hr) delivered may have contributed to the incident. According to the center for disease control, postoperative surgical site infection varies from surgeon to surgeon, hospital to hospital, procedure to procedure, and patient to patient. The clinical study performed on the on-q pain relief system found that the rate of infection with a continuous pump was equal to or less than the published rate. Our devices are manufactured as being sterile. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.